Manufacturer narrative:
Patient age, gender and weight were requested but not yet provided. Approximate age of device - the centrimag motor is not a single use device. Approximate age of the device is 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was started on extracorporeal circulatory support on (B)(6) 2018. It was reported that the console alarmed for a malfunctioning motor. It was reported that patient was unharmed and the equipment was exchanged. Cable bend relief was tested and it stopped the pump. The motor was sent back for evaluation.

Manufacturer narrative:
Device evaluation: the reported event was confirmed via the evaluation of the returned centrimag motor. The motor was connected to a 2nd generation test console and flow probe. The motor immediately began to display the m2: motor disconnected alarm. The product performance engineering team performed analysis prior to tech service and found connection failures in the cable while manipulating the cord at the motor end. The motor failed for cable breakdown and will now be scrapped. The centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support". It also contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Investigation summary: the reported event could not be confirmed and a root cause could not conclusively be determined through this evaluation. It was reported that the cmag console came up with a motor alarm yesterday while on a patient. It was reported the equipment was switched out and the patient was unharmed. The account tested the cable bend relief the pump did not stop. Multiple requests for product return were sent to the account; however, the centrimag motor has not been returned to date. The centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support". It also contains a list of console alarms and alerts, as well as appropriate operator response to these events. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.